Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and returned products. Retention devices were tested with in-house low concentration serum samples and clinically negative serum samples. All hcg results were negative at read time and met qc specifications. Return devices were tested with the returned serum sample and all tests showed negative results at read time and met qc specifications. No false positives were obtained. The sample was sent to a reference lab that quantified the sample as having a hcg concentration of 4.7 miu/ml. The expected result for this sample would be negative. The product performed as expected during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2016, the patient was tested on the cardinal health rapid test hcg combo x2 and received a positive result x2. A quant was performed on the vitros 5600 and produced an hcg result of 4.8 miu/ml. The surgery was performed and the patient was discharged. No further information was provided.